Event description:
The patient (pt) reported that the device wasn't holding a long charge. The rep reprogrammed the device and the issue is resolved and the pt only has to charge every 1-2 weeks. Pt had originally thought the issue was due to the pt taking water aerobics/swim lessons, but was assured this was not the issue, and everything is good. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported the ins have to charge up every 3-4 days for probably about 3 weeks ago. Patient stated they used to charge the ins every month. Patient services specialist (ps) asked patient to connect with the controller, controller shows ins empty and need to charge, controller shows 100% charged. Ps asked patient to inspect the recharger (rtm) for visible damage or if the rtm gets hot and patient said there is no visible damage on the rtm and rtm does not get hot. Patient started charging the ins and getting excellent quality. Ps asked clarifying question. Patient stated she is able to charge the ins without any issue. Ps confirmed patient did not have a fall or trauma. Ps confirmed there is no change in the setting. Ps reviewed the external devices are functioning as intended. Ps recommend patient consult with hcp ofc for next steps. The issue was not resolved. The patient was re directed to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.